Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator system delivered one inappropriate shock due to myopotentials oversensing while the patient was using a drilling machine. Technical services reviewed the case and recommended troubleshooting and potential device reprogramming if better sensing is observed for the patient. This implantable electrode remains in service and no additional adverse patient effects were reported.